Event description:
The following has been reported: nurse reported: they are also sending in two fa25 lots with defects. The second one was the secondary port that just screws off the tubing sets... The lots were fa25 b or c- possibly, they have them sealed in a box ready to be shipped out. Should be receiving them within a few days. Although a fresenius kabi administration set was being used, the model# or lot# was not disclosed by the customer. A preliminary review identified the following issue: administration set breaks (any part) unknown if an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
One sample of ivenix administration set was returned for evaluation. No defects were observed during visual inspection. The gold foil corresponded to the specific code set-0032-25. During visual inspection it was observed a separated k-zero from secondary port. No traces of glue were noted in the port. The customer complaint is confirmed. The most probable root cause of the reported incident is related to the lack of uv glue application during the manufacturing process or lack of curing time, which resulted in the luer from secondary port becoming loose and lost/missing. The current process controls detection includes 1) post sterilization sampling final inspection, 2) 100% visual inspection related to separated components during the manufacturing process and final physical inspections, 3) the first piece inspection will be performed to the first final assembled kit manufactured per shift. This kit will be submitted to visual inspection as per the classification of defects included in this specification and as per the applicable drawing. The batch record fa25b10295 was reviewed. No exceptions were generated that could classify as a possible root cause of this defect. The finished good lot has passed all sampling acceptance criteria for all tests performed including in-process testing and product testing.